Event description:
The manufacturer received information related to a simplygo device. The allegation is electronic card out of service. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for evaluation. During evaluation, the service technician reports the unit does not turn on, pca is burned, sieve canisters are worn out, exhaust muffler is noisy, check valve cover is cracked, and inlet filter needs to be replaced. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory and investigated further. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.